Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Product has not been returned as of yet, therefore, product could not be evaluated. In the event the product is returned at a later date, the complaint will be re-opened and investigation completed. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the ceramic beak of the inner resectoscope sheath fell off inside a patient during the tur procedure. No patient was injured in the incident.